Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: failure analysis - the inspection of the swivel adapter showed no defects. However, preventive maintenance (pm) will be performed because the swivel adapter assembly's small parts must be replaced including the nylon washers and retaining rings. After reassembling the swivel adapter, the device must undergo a function check. To resolve the issue, the swivel adapter¿s nylon washers and the retaining rings were replaced, and the unit was reassembled. The functional test was carried out successfully and the device meets manufacturer specifications. Root cause - the complaint is not confirmed as inspection of the returned swivel adapter found no defects; however, the unit received a pm. The probable root cause of the reported complaint is improper or suboptimal setup of the mayfield system or defects with the clamp/base unit used with this adapter. No corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 3 of 3 reports linked to mfg report numbers: 3004608878-2025-00180 and 3004608878-2025-00181: a distributor reported that the mayfield system (a1018 mayfield swivel adaptor) loosened during a surgery. There was no surgical delay or serious injury.

Manufacturer narrative:
Updated fields: b3, g3, g6, h2, h11 additional information received as follows: - what is the name of the healthcare facility where the problem occurred? Azienda ospedaliero universitaria delle marche. - can you please confirm whether the patient was under anesthesia when the problem occurred? The patient was under general anesthesia - was the medical team able to complete the surgery? The surgery was completed - if so, how did the medical staff complete the surgery (using a replacement device...)? What type of surgery was in progress when the problem occurred? They continue using the same device, otherwise they would have closed and interrupted the surgery - removal brain injury. - what is the date of the problem? Tuesday, august 26.

Event description:
N/a.